Event description:
Information was received that the patient&#39;s generator had been replaced due to battery depletion. The patient& replacement surgery facility is a no return site therefore the explanted product hasn&#39;t been received to date.

Event description:
It was reported via clinic notes that the patient has had multiple seizures since their last clinic visit. It was stated they are looking to have the battery replaced. It was also stated that every time the patient has a seizure, they feel that the vns was not functioning the right way. When asked about the seizures, per the physician it was noted "vns battery is dead", and per the physician the believed relationship between the increase in seizures and the vns is due to low battery. No surgical intervention has been reported to date. No additional relevant information has been received to date.